Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31612067l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter and after the procedure, the patient¿s baseline effusion was bigger and required a pericardiocentesis. Before the ablation procedure with the qdot micro catheter, a pericardial effusion was noticed. The baseline effusion was observed with sound as they went up. After the case, the baseline effusion was a little bit bigger. The injury was confirmed on intracardiac echocardiography (ice) and pericardiocentesis was performed on the patient. The patient was stable and everything was fine. The patient came in with the effusion and it was unknown what had caused the injury. The pericardial effusion was there before they even started the procedure. All brand-new catheters were used during the procedure that included a soundstar catheter, qdot catheter, vizigo sheath and an octaray catheter. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.